Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to report becoming disconnected from the homechoice (hc) machine during dwell 2 of 5. The home patient had already capped off with a minicap. The technical service representative (tsr) assisted the care giver (cg) to end therapy early. The tsr advised the cg to contact the peritoneal dialysis nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, a batch review cannot be conducted. The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined.